Event description:
Philips received a complaint by the customer on the v60 indicating that the device was operating on battery power and giving error code 1008 vent-inop: machine and proximal pressure sensors failed message and then stopped cycling breaths and shut down while in use during transport of a patient. However, there was no harm to the patient or user. Unit was removed from patient which interrupted therapy but without incident. No medical intervention provided to the patient. The customer evaluated the device with the assistance of the remote service engineer (rse) and could not confirmed the reported problem while running on battery power and ac power, error code 1008 was noted in event log, unit has updated power management (pm) printed circuit board assembly (pcba) with pic 1.30 and data acquistion (da)-motor controller (mc) cable installed, all voltages in pneumatics are within spec, customer requests further troubleshooting. The rse advised customer to perform extended run in and pvt testing, replace da-mc cable and data acquisition printed circuit board assembly (pcba) as a precaution if needed, provided part ID for cable, da to mc pcba and pcba, data acquisition, v60 for repair. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and could not confirmed the reported problem while running on battery power and ac power, error code 1008- machine and proximal pressure sensors failed was noted in event log, unit has updated power management printed circuit board assembly (pcba) with pic 1.30 and 2nd gen da-mc cable installed, all voltages in pneumatics are within spec, customer requests further troubleshooting. The rse advised customer to perform extended run in and pvt testing, replace da-mc cable and data acquisition printed circuit board assembly (pcba) as a precaution if needed, provided part ID for cable, da to mc pcba,2nd gen, v60 and pcba, data acquisition, v60 for repair. Per good faith effort (gfe), it has been confirmed that the cable is on continued backorder. The customer has rented a v60 until the cable comes in. Once received the cable will be replaced and device will be tested and put back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.